Manufacturer narrative:
No information other than the "model #" has been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued. The device in question has passed international standard iso (B)(4) requirements and test methods for emc.

Event description:
Customer sent a chat message stating bringing a civil suit against company alleging quantum 600 causes cancer by omitting low dosage radiation.